Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for her high blood glucose level of 600 mg/dl. She had a diabetic ketoacidosis. The customer treated her high blood glucose levels with IV drip in the hospital and with the insulin pump at home. She was wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.